Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. It was not reported if the patient required hospitalization. Treatment information was not reported. At the time of this report, it was unknown if the patient was recovering from the peritonitis. Peritoneal dialysis therapy was discontinued. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.